Manufacturer narrative:
Visual inspection of the returned device revealed a kink in the sheath assembly and a partial detachment and kink at the lap joint portion in the sheath assembly from femoral marker to the proximal end. A broken drive shaft and ic windup were found within the telescope section of the device. Windup were encountered in the double heat shrink area in the telescope area. Ic windup began 1.10 cm from the distal end of the connector shaft. The distal housing of the transducer was observed complete and with no shattered pieces. Impedance testing revealed an electrical open at the proximal wave form. It was observed that the catheter leaked at the lap joint portion when it was flushed. During image characterization testing, no image appeared in the ilab system.

Event description:
Reportable based on device analysis completed on 09mar2021 it was reported that visualization issues occurred. During introduction of an opticross imaging catheter, it was noted that the screen become black and nothing was displayed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, device analysis revealed partial device detachment.